Manufacturer narrative:
The customer's report was observed and attributed to a damaged lcd color display cable. The lcd display cable was replaced to resolve the report. It could not be confirmed how the cable became damaged. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's display showed colored lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.